Event description:
The pt was revised due to poly wear and loosening.

Manufacturer narrative:
Examination was not possible, as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported event. The need for corrective action is not indicated.